Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The caller initially stated that the patient claims that the stimulator is not working. When asked to clarify what wasn't working, the caller stated that the patient has no information, but the patient indicated that something is wrong with the stimulator or the stimulator doesn't work. The event date was asked but unknown. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-19. The overdischarged battery was replaced and discarded by the customer. The lead was not replaced. The physician has no further information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the battery was replaced due to being overdischarged. The rep reported that per the patient they tried to jumpstart it years ago unsuccessfully. The rep reported that the battery had been dead for 4+ years. The rep noted that prior to the dying battery, stimulation worked in the beginning and ¿then it didn't¿ per the patient. No further complications were reported.